Manufacturer narrative:
H6: the fdc d14 and d1102 codes were updated. The previously submitted fdc d16 code was no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis stated that the device was returned in a (triple) resealable bag, and there were no other components returned with the device. There was no damage noted in the construction of the returned device. However, there were traces of voids observed in all 4 electrode trace pads. It was also observed that the harness was wrapped with surgical tape. There were traces of sticky residue observed on the tube near the clamp shell. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 12.3 ohms (blue), 16.7 ohms (blue with white stripe), 9.6 ohms (red), and 17.8 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution for functional test. During the functional testing, the device passed electrode check and there was no excess noise recorded. Furthermore, all 4 silver traces were manipulated and bent to the 90° position. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure the emg tube impedance check failure observed after intubation. The procedure was completed by the back up product. There was no patient injury.